Event description:
It was reported that the pump was not exposed to extreme temperatures, but a temperature alarm occurred. There was no adverse impact the customer¿s blood glucose. Customer continued to use current pump for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of evaluation.